Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The catalog number provided is the international list number that was involved in the reported event. The domestic list number has a common device name of 80fpk and has a 510k of k063239. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified solution. After and unspecified length of time in use, the yellow female luer lock adapter separated from the tubing; subsequently, blood loss was noted. The volume of blood loss was reported as "a small amount." The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.